Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify- unknown. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), hypersensitivity ("allergy-other"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal. Infection"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia, hypersensitivity and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date-?? (B)(6) 2007 00:00. Received treatment for bleeding, bladder/urinary problems: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added; abdominal pain, menorrhagia (heavy menstrual bleeding),anemia, allergy-other, psych injury, bladder/urinary problems: vaginal infection were added. Outcome of events pain, bleeding, allergy, bladder /urinary from unknown top recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.